Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed a supplemental report will be filed.

Event description:
It was reported that bd extension set was loose. The following information was received by the initial reporter with the following verbatim material #25202e, lot #25029340. It was reported by customer that the extension tubing coming loose.

Manufacturer narrative:
Investigation summary: one photo was received and analyzed by our quality team with the customer's complaint of connection issues. The photo does not show the affected component for further investigation. A device history record review was performed and there was a quality notification that detailed a stopcock issue for this lot that is a potential root cause of this failure. The complaint has been verified but the exact root cause is unknown.